Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient collapsed. After the patient had recovered a fingerstick was taken, and the cgm was reading 16.6 mmol/l and the blood glucose reading was 9.8 mmol/l. The patient mentioned insulin as treatment, but it is unknown how this was related to the event. At the time of the report the patient was feeling well. Multiple attempts to contact the patient for more information were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data,inclu - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial and supplemental MDR, a correction was updated on 3/19/2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient collapsed. The reported glucose values fall within the b zone of the parkes error grid after the patient recovered. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6)2025. Reporter information was updated.